Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot numbers gd893743 and gd893990. No exceptions were observed that were related to the reported condition. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
This is a report of peritonitis and hyperkalemia in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. The cause of peritonitis was hyperkalemia. The patient was not hospitalized for the events. Treatment was not reported. The patient recovered from this peritonitis event. This is report 2 of 2 for this peritonitis event.